Event description:
It was reported that foreign matter "plastic" was discovered in bd luer-lok tip syringe w/out needle. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that syringe had plastic shaving's inside the syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 5/21/2021. H.6. Investigation: one 20 ml syringe received for investigation, visual inspection was performed, plastic shavings was observed within the fluid path. Unable to perform fourier transform infrared spectroscopy to identify the foreign matter due to manipulation. Furthermore, during the documentary review, no quality events records were found during the batch manufacture, the batch were inspected and later released in accordance with the valid work instruction. Possible root cause, generation of burrs during cylinder molding, cleaning of transfer bowl to cylinder assembly is not contemplated, and lack of cleanliness at the base of the transfer bowl to the cylinder assembly.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter "plastic" was discovered in bd luer-lok tip syringe w/out needle. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that syringe had plastic shaving's inside the syringe.